Event description:
It was reported that the patient's generator was replaced due to a "battery change." The explant facility historically discards explanted products; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for prophylactic vns generator replacement. Clinic notes were received that indicated the patient and their mother had noted an increase in seizure activity and the patient was hospitalized due to the increase in seizures. No known relevant surgical intervention has occurred to date. Multiple attempts were made to the patient's physician's assistant to obtain additional information; however, no further relevant information has been received to date.